Manufacturer narrative:
B3: exact date unknown, event occurred in approximately around 2020. D6b: explant date: around 2020. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5101072/1069932.

Event description:
It was reported that the patient had inadequate pain relief. The patient underwent an explant procedure, the explanted device was disposed at the facility. No further information has been obtained despite good faith efforts.